Manufacturer narrative:
H10: additional manufacturer narrative: added additional conclusion coding to section h6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly and may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 2700tfx aortic valve underwent a valve-in-valve procedure after an implant duration of five (5) years, ten (10) months due to degeneration, severe aortic regurgitation, and stenosis. A successful tavr was performed with a 29mm 9600tfx sapien 3 transcatheter valve. The patient tolerated the procedure well with no complications. The patient was discharged home in a stable condition on pod#11. Per medical records, the patient presented acute on chronic biventricular heart failure and cardiogenic shock nyha class IV, on inotropic support, severe ar, and moderate-to-severe mr. He was initially considered for a redo sternotomy to perform mvr/avr; however, intraoperative tee demonstrated a significant deterioration in rv function, and the decision was made to proceed with viv procedure.